Event description:
Ous MDR - noise reported on the rv electrode inappropriately classified as a ventricular arrhythmia on (B)(6) 2018 that rv pacing impedance was out of range, however, it did return to normal.

Manufacturer narrative:
Noise was correctly reported as occurring on (B)(6), 2018. Rv pacing impedance was out of range on (B)(6), 2018, originally incorrectly reported as (B)(6), 2019. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the lead showed multiple abrasion marks. In particular 24cm distal to the df4 connector pin the lead body was squeezed. In this region, the insulation and the coating of the conductor cable to the ring electrode was damaged. The inner conductor coil was deformed. These findings can be considered the root cause of the clinical observations reported in the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - noise reported on the rv electrode inappropriately classified as a ventricular arrhythmia. On (B)(6) 2019 that rv pacing impedance was out of range, however, it did return to normal.